Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no image. No patient injury was reported.